Event description:
The customer reported, that the catheter would not revert to the straight position from the deflected position while the physician attempted to withdraw the catheter from the pt's body. It was reported that the physician tested the deflection of the catheter prior to inserting the device into the pt's body, and the deflection was reported to be working correctly. Upon withdrawing the catheter, the deflection reportedly did not work as expected. If the catheter is withdrawn from the pt's body in an undeflected state, there is a potential for pt injury.

Manufacturer narrative:
.